Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: when was the suture popped off (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify suture popped off during use on the patient did the event occur during three different patient procedures? Yes. No patient consequences occurred. Device return status. Please document the shipment tracking number: no return status at this moment. Staff knows to bag and hold suture if occurs again, but the devices reported were thrown away after procedure. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure in 2024 and suture was used. A suture had popped off during use on the patient. The nurse was not on site to recover suture, but they will bag the suture and needle if it happens again. There were no patient consequences. Additional information was requested.